Event description:
Customer reports receiving results of 333mg/dl and 128mg/dl within 10 minutes on the same device. No action was taken based on device results. No adverse event reported and no treatment received. No strip information provided. No quality controls were used. Requested return of suspect device and replacement was sent.